Event description:
Pt reported obtaining back-to-back blood glucose results of 240 mg/dl and 118 mg/dl, while using the suspect device. Pt indicated that no action was taken based on these results. Pt also reported performing back-to-back tests, ~ 7 weeks earlier, with results of "lo" (< 10 mg/dl) and 112 mg/dl. Based on these results, pt reportedly phoned emergency medical services for assistance. Upon their arrival, 2 minutes later, pt's blood glucose reportedly measured ~ 115 - 120 mg/dl, on paramedics' blood glucose monitor. No pt injury was reported and no treatment was received. Pt reported that he routinely tests the system with quality control solutions and the results have always been within the acceptable range; no specific test results were provided. Tehnical support requested the return of the suspect product and replacement product was shipped.